Event description:
The MFR's representative reported the pt was implanted with a replacement pump in 2004. The family went to wake the pt the next mroning, and pt was unresponsive. Pt was taken to e.r. With what was thought to be an overdose situation - was warm and unresponsive. The daily dose of intrathecal drug was reduced by 25%, however, "pt became worse through day - infection confirmed - and dose again reduced." The pt was transferred to another hospital for further treatment. The pump was explanted and replaced with the same medication dose and parameters. The pt was released from the hosp to home two days later.